Manufacturer narrative:
Concomitant medical products: product ID wr9220, serial# (B)(4). Product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient had called because last week the recharger was shocking them while recharging. The following troubleshooting steps were performed: asked how was the sensation described and what was the specific location for discomfort while charging. Answered right where suppose to replace the recharger. Supposed to recharge and then starts shocking her. Asked is sensation present for every charging session or just randomly? Answered that last time took about 3 or 4 minutes. Shocked so bad had to remove it. First time it started no shocking. Second time little bit of shocking. Third time lot of shocking so bad had to remove it. Left hip is the stimulator about maybe two inches below the waist, still had some sticky tape that peeling off a little at a time. Asked what screen was up on the recharge app, answered it is charging. The patient didn't use clothing in-between when charging. Patient didn't try while on the phone. They were going to try adding clothing, the belt or changing the charge speed. In talking they mentioned that the device hasn't helped their pain or bladder symptoms. They had the stimulator for urge frequency and a little bit of leakage before they got to the bathroom. The issue has been going on since the day of implant. The patient was redirected to their healthcare provider to further address the issue. Patient see's the doctor december 13. Called patient back to get s/n of recharger and patient said they used their pajama bottoms this time charging and they didn't get shocked and they charged to 100%. Additional information was received from the patient's healthcare provider (hcp). It was reported that there were no device issues. The issue was not due to normal battery depletion. The cause of the device not working was not determined. Device removal at patient request.